Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The dimensional verification confirmed that the returned pvs 23/m valve meets the specifications. Furthermore, the manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. Since a pvs21 was ultimately implanted, the possible root cause could be reasonably associated with a device oversizing, in line with livanova's clinical experience.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on 13 sep 2019. The returned valve prosthesis was received in general good conditions. Further investigation is ongoing.

Event description:
On (B)(6) 2019, a patient received a pvs23 in aortic position. After the implant and de-clamping of the aorta, the transesophageal echocardiography(tee) showed a severe perivalvular regurgitation from the left coronary cusp (lcc). By the confirmation using the endoscope, stent folding was observed at the lcc. The aorta was consequently incised again, the pvs23 was explanted and the calcified part at the commissure and sinotubular junction (stj) were removed. The sizing was performed again and a perceval s size was selected. The procedure was completed uneventfully. No paravalvular leaks and traces of central leak were detected, with a mean gradient of 6 mmhg and peak gradient of 12 mmhg. The procedure was performed in the right small thoracotomy via second intercostal and third intercostal (resection of costa) approach. The total cardiopulmonary bypass (cpb) time was 166 minutes, and the cross-clamp times were 75 minutes and 55 minutes for the first and second implant procedures, respectively. An av-block I was observed after the operation, but the patient did not require a permanent pacemaker implant. There are signs of a return to normal sinus rhythm.